Event description:
It was reported that roller was found missing from the roller clamp in a chemo therapy set with 4 leads before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was available at the plant for evaluation. Visual inspection revealed that one roller was missing from one of the clamps. The reported condition was confirmed. The cause of the reported condition is due to an assembly machine issue at the manufacturing facility. The assembly machine will be revalidated as a corrective action. Should additional relevant information become available, a supplemental report will be submitted.